Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 706 mg/dl. Cause of bg level was not known. Customer administered a bolus via the pump to address the issue and went to the emergency room. Customer was treated with intravenous fluids of saline and insulin. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.